Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for a blood glucose level of 39 mg/dl. A 911 call was placed and the customer was transported to a hospital. The customer stated that the insulin pump was working fine, that he did not eat enough, and had been experiencing lows for 2 to 3 weeks. The customer's blood glucose level at the time of the report was 137 mg/dl since he had been treated with an IV and food. The customer declined troubleshooting. The product is not being returned. Nothing further was reported.